Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a 29 mm transcatheter bioprosthetic valve, left transfemoral access was attempted with a 20 french non-medtronic sheath. The sheath was unable to advance due to resistance in the calcified common iliac artery. The same issue occurred during advancement attempts with a 16 french non-medtronic sheath and the inline sheath. Percutaneous transluminal angioplasty (pta) was performed in the calcified common iliac artery at 12 atmospheres (atm) using a 7 x 40 mm non-medtronic balloon but resistance was encountered when inserting the 16 french non-medtronic sheath. Pta was performed a second time at 16 atm but when the inline sheath was inserted, it was still unable to be advanced. Right transfemoral access was attempted through a stented artery but the 16 french non-medtronic sheath was unable to be advanced after insertion. Access was changed to the left subclavian artery. A 20 french non-medtronic sheath was inserted and a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. The valve was implanted in a deep position of 10 mm due to a narrow sinotubular junction (stj). Angiography showed a dissection in both the left subclavian and the left femoral artery. The physician attributed the left subclavian artery dissection to the dcs but the cause of the left femoral artery dissection was not known. A non-medtronic endoprosthesis was used to repair the left subclavian artery and a non-medtronic stent was used to repair the left femoral artery. No closure devices were used prior to noting the injury. It was reported that the abdominal aorta was tortuous, and the minimum access vessel diameter was 5.7 mm. The physician reported that access might have been difficult even if using a 14 french sheath considering the degree of calcification in the common iliac artery. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the dissection was identified in the left external iliac artery instead of the femoral artery. Due to hemorrhage, mannitol-adenine-phosphate (map) and fresh frozen plasma (ffp) units were transfused. If information is provided in the future, a supplemental report will be issued.